Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5090979 that a female patient underwent a breast surgery with a mentor memorygel breast implant 350cc and experienced generalized illness symptoms and rupture on the left side . The patient suffered from :¿ fatigue, blurry vision, headaches, memory loss, brain fog overall joint pain in hips and fingers, feeling not myself, no motivation, low sex drive, crepe dry skin, went to primary multiple times looking for answer and reasons to no avail , a headache, the itchiest red rash all over body for four weeks, still not gone, joint pain is worse. As a result, the patient had undergone removal on (B)(6) 2019. This medwatch is for the right breast implant.